Event description:
Customer reported the system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the hard drive needs to be replaced. Customer has not yet approved repair. (B) (4)